Event description:
Healthcare professional reported "textured to smooth exchange" and a "left device rupture as well." This is for the left side device. The device remains implanted.

Manufacturer narrative:
Corrected data: d.6a., d.6b.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured to smooth exchange" and a "left device rupture as well." This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.